Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. Subsequently, the customer's blood glucose level was 51 mg/dl when she saw the low alert. Customer consumed carbohydrates to resolve this issue and reverted to manual injections for insulin therapy.